Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and found that the sensor was broken with missing parts. Reliability analysis was unable to confirm that the customer received the sensor damage due to customer returning an opened used sensor.

Event description:
Customer reported via phone call high blood glucose level and lost sensor alarm. Customer's blood glucose level was 560 mg/dl. Customer received a black sensor error, has had unexplained high blood glucose and experienced a calibration error alert. Customer was advised that the sensor would be replaced and agreed to return the sensor for analysis. Troubleshooting for high blood glucose was performed. Customer treated themselves via manual syringe and the insulin pump.